Manufacturer narrative:
H5 and h8 updated. H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection of the returned device found that it is in its original packaging. No deficiencies can be seen in the sterile packaging. All seals are intact. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the process summary found that all packages are visually inspected to confirm the proper seal and that there are no breaches in the pouch. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a rotator cuff repair, the surgeon found that the package of the '5.5mm footprint ultra pk suture anchor' was not sealed. There was a s+n back-up device available. No delay was reported, and no patient complications were reported.